Event description:
While having a crown build up performed by a dentist, I sustained, at minimum, second degree burns on my lip due to a dental drill over heating. Blistering and change of skin color was noted by the patient (myself) within minutes after the conclusion of the appointment. Dental staff did not mention oromucosal damage to the patient during or at the end of the procedure. Burning was not felt during the procedure due to local anesthesia. Given that the injury occurred in the evening, and the dental office was closed at the time the injury was noticed by the patient, the dental office was informed the following morning. The patient required follow up with a physician the following morning; the injury is being monitored for infection. Additional medical follow up is likely to be needed. FDA safety report ID# (B)(4).